Event description:
Reportedly, the device was explanted after an implant duration of 4.87 months due to aortic stenosis and regurgitation. This device was replaced by another magna valve (B) (4). At explant, surgeon commented that there was vegetation observed on the entire valve and this explant was due to aortic stenosis regurgitation led by infectious endocarditis. Through follow up with the surgeon, it was learned that the patient expired on (B) (6)-2010. Surgeon commented that this explant was not device related.

Event description:
Reportedly, the device was explanted after an implant duration of 5.40 months due to aortic stenosis and regurgitation led by infectious endocarditis. At explant, surgeon commented that there was vegetation observed on the entire valve. Through follow up with the surgeon, it was learned that the type of infection was (B)(6). This was an emergency operation and the valve has since been given to the hospital pathology lab for additional testing. The patient expired on (B)(6) 2009. Surgeon commented that this explant was not device related.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. DHR review has been started. On 06/29/2010, requested source of infection and additional detail of event.on 07/09/2010, sales rep learned on (B) (6) 2010 that "it was an emergency operation. Etiological agent was (B) (6). The valve is with the pathology lab at the hospital and will not be returned for evaluation. Device not returned.

Manufacturer narrative:
On 07/07/2010, to clarify information received through follow up with the health care provider, the sales rep reported via email that the patient's death was "few days after (B)(6) 2009". Additional information was requested but no response from the surgeon has been received. The pathology report was requested, but has not been provided. An additional complaint was opened for the device that remains implanted. See (B)(4) for s/n (B)(4) reported on MDR# 2015691-2010-13769. On 07/26/2010, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. At 08/04/2010, no cause of death has been provided.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6). Date of birth: (B)(6). Sex: male. Date of death: (B)(6) 2010. Description of event was corrected based on information confirmed with our (B)(4) implant patient registry and with follow up information received from the surgeon. If implanted, give date: (B)(6) 2008. Approximately age of device: 11 mo. The valve will not be returned from the pathology lab at the hospital. The source of the infection has not been disclosed. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the type of infection was (B)(6) and although the source was not the provided, the surgeon indicated that the source was not valve related.

Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The caregiver (cg) stated he tried to connect the bags using the cxd and the spring broke, so the cxd would not put the spike into the bags. The technical service representative (tsr) explained swapping the machine. There was no patient injury or medical intervention indicated at the time of the initial report.